Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2021. On (B)(6) 2021 the patient expired following the withdrawal of care. No alarms, clinical symptoms, or device related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(4), was not returned for evaluation. Additional information regarding the event, including product return status, was requested from the account; however, no further information had been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021, as they were withdrawn from care. No additional information was provided.